Manufacturer narrative:
Results: the returned ace60 was kinked approximately 91.0 cm from the hub. Conclusions: evaluation of the returned ace60 confirmed a kink. If the device is forcefully handled during preparation or is manipulated against resistance, the device may become kinked. The kink was not occlusive and functional testing revealed that the ace60 was able to aspirate. The other devices used in the complaint were not returned, therefore root cause of the reported complaint was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), non-penumbra 6f long sheath, non-penumbra microcatheter, and guidewire. It was noted that the patient had a tortuous vessel and a type iii aortic arch. During the procedure, while advancing an ace60 with the microcatheter over the guidewire, the ace60 would not advance past the ophthalmic artery. The physician then advanced the microcatheter and guidewire further and adjusted the ace60. After a few attempts, the ace60 was in position. Next, aspiration was initiated but no thrombus was being aspirated; therefore, the ace60 was removed. Upon removal, the ace60 was noticed to be kinked in the middle shaft. The procedure was completed using a navien catheter and a stent retriever device. There was no report of an adverse effect to the patient.